Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fasteners. Additional information has been requested. There are multiple potential causes as to why a broken fastener may deploy. Based on the available information and without the sample to evaluate, a definitive root cause cannot be determined. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, during a procedure on (B)(6) 2022, the bard/davol optifix straight fixation device deployed broken fasteners. There was no reported patient injury.